Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump went into threshold suspend with a blood glucose level of 60 mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed visual inspection and found the sensor needle was bent inside of the sensor. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.